Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: when attempting to prime her pump she noticed it taking a long time for the insulin to come through the tubing and when it did, it was only one or two drops. She removed the cartridge cap and noticed that she had insulin in the compartment: it was sticky and she smelled it. She inspected the cartridge and did not see any visible damage, nor did she see damage to the luer lock. The reporter cannot confirm if she tightened the luer lock as tight as it should have been. During troubleshooting, the patient was advised to change the cartridge and tubing. Afterwards, she was able to complete the rewind, load, and prime steps without insulin leaking into the cartridge compartment. The patient was advised to monitor and call back if she has any more concerns. There is no allegation of an adverse event related to this issue. This complaint is being reported due to the allegation of a luer lock/cartridge leak.

Manufacturer narrative:
(B)(4): evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.